Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be excessive force was applied to the trigger resulting in it breaking. However without the return of the device, and with the information provided, we cannot determine a definitive root cause for the reported problem. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/14/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device history record. Device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 8/14/2019. Device history batch null, device history review null. H11: h10/h6: updated from "fell apart unattached - away from wound" to "fell apart attached - not implanted" to meet event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was a meniscal suture procedure performed on (B)(6), 2019. When the surgeon tried to use the 1st truespan (228151), the arrow had already come out of the tip. S/he stopped using it any further. Next, the surgeon used the 2nd truespan (228150), and the needle reached the meniscus. When s/he pulled the lever to set the arrow, the truespan made snapping noise. It was not used, too. The devices were brand new and the first use when the issue occurred. There was no harm to the patient. Additional information could not be provided by the affiliate and the affiliate confirmed the device will not be returning for evaluation.